Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was reprogrammed following the initial episodes of over-sensed noise noted. No further interventions were performed following the reoccurrence of the episodes. The patient was in stable condition and will be further monitored.

Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited episodes of over-sensed noise. No intervention was performed and the patient will be further monitored. The patient was in stable condition.

Event description:
New information received notes that the episodes of over-sensed noise reoccurred. No intervention was performed. The patient was in stable condition.